Event description:
Customer reports that there is no alarm sounding from the central station. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.